Event description:
It was reported that two months and nine days post port placement in the right subclavian vein, the catheter allegedly had aneurysm under the skin. It was further reported that the x-rays shown the problem of the catheter splitting and saline leaked out. Reportedly, the port was explanted from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has or been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and nine days post port placement in the right subclavian vein, the catheter allegedly had aneurysm under the skin. It was further reported that the x-rays shown the problem of the catheter splitting and saline leaked out. Reportedly, the port was explanted from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was returned for evaluation and one electronic photo, one electronic image were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Discoloration and catheter wear were observed throughout. A longitudinal split was observed distal to the cath-lock. The edges of the longitudinal split on the attached catheter were noted to be uneven. The surface could not be observed to prevent further damage. Upon infusion, a leak from the longitudinal split was observed. The image demonstrates a port on the left chest with the catheter entering the subclavian vein and ending in the right heart. There is of the catheter immediately prior to the entrance into the subclavian vein that appears to have a defect with near separation. The photo shows a longitudinal split along with some portion of the catheter segment discoloration. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. However, the investigation is unconfirmed for the reported material protrusion, extrusion and stretched issues as the split in the attached catheter is "longitudinal" and it appears straight, the edges were noted to be uneven and no signs of burst can be observed. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.